Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that during supply changes, the screen sometimes locked after rewinding and prompts another rewind after supplies were installed. The wake/sleep button was unresponsive about 40% of the time. The agent determined the ilet required replacement. No adverse health effects were reported.